Manufacturer narrative:
Implant date: the month and date are entered as (B)(6) 2004, however, please note that the implant month/date are unknown. Additional information will be submitted within 30 days.

Event description:
As reported by medical affairs, a patient reported nine years after coronary stent implantation, he was transported via rescue squad to emergency room for chest and throat pain. He was admitted and a boston scientific stent was placed in unknown location. He began taking plavix daily. Event resolved.

Manufacturer narrative:
As reported by medical affairs, an unknown cordis stent was implanted due to chest pain. It is unknown the location or vessel treated with the cordis stent. Then approximately nine years after the cordis stent was implanted, the patient experiencing chest and throat pain. He was admitted to the hospital and a boston scientific stent was placed in unknown location. He began taking plavix daily. Event resolved. The patient has a medical history of smoking multiple packs per day for 50 years, diabetes, heart attack at age (B)(6), depression and multiple unspecified conditions. The product was not available for testing since it remains implanted. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the limited information available there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.